Manufacturer narrative:
Sc-1132 sn: (B)(4). Device evaluation indicated that the ipg passed all tests performed. The battery depletion and the sleep current rates were within the expected ranges when the device was turned off.

Event description:
A report was received that the patient's ipg could not be charge and was not holding a charge. The patient underwent ipg replacement. The physician suspected device malfunction. The patient was doing well postoperatively.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient's ipg could not be charge and was not holding a charge. The patient underwent ipg replacement. The physician suspected device malfunction. The patient was doing well postoperatively.